Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found the instrument to have a broken main tube approximately 36.42mm from the distal tip. A piece measuring proximately 1.17mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. A review of the provided image shows a dislodged proximal clevis due to a broken main tube.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure the tip of the prograsp forceps instrument broke. The surgeon stated, during the case, the prograsp forceps instrument was used normally for grasping and retracting tissue and was later reinserted to assist with specimen bagging. Within a few reinsertion, the plastic casing at the base of the working instrument cracked, causing the metal portion to become stuck at a bent angle, which prevented straightening for removal through the port or undocking. No plastic fragments fell off, but there was concern that removal through the port could cause splintering and leave shards inside the patient. No additional surgical procedure was required, and no post-operative imaging was performed. The procedure was completed robotically by removing the entire arm through the patient¿s abdominal wall, which accommodated the bent device. No backup instrument was needed, and there was no injury to the patient. The patient has not returned for any complications related to retained fragments.